Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states when doctor calure was using pump during a procedure, he noticed green power light flickered and the pump lost power. This happened throughout the case, with it working intermittently enough to finish the case. The pt was not affected by this tumescent infiltration pump. No medical intervention.

Manufacturer narrative:
Submit date: 05/01/2012. An investigation is currently underway. Upon completion, the results will be forwarded.